Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with lcp distal femur plate on (B)(6) 2012. Reportedly the plate broke six (6) months post-operatively. There was no fall reported. Patient was returned to the or on an unspecified date for revision surgery. The plate was removed and discarded of. The patient was revised with a longer plate and bone graft. No harm to the patient and no delay of surgery were reported. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.